Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the delivery catheter system (dcs) was inserted into the patient and advanced towards the annulus. The dcs crossed the aortic valve, and the valve was deployed to 80%. At this point, it was discovered that there was no blood flow in the left coronary artery. The valve was recaptured and withdrawn from the patient. A thrombotic occlusion was noted. Per the physician, the thrombus may have dislodged during the bav or when the dcs crossed the aortic valve. Intervention included cardiac massage, thrombi aspiration, and the initiation of percutaneous cardiopulmonary support. Following intervention, a new valve was implanted in the patient. Additional information was received that cardiac catheterization was performed along with percutaneous coronary intervention due to the myocardial infarction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the delivery catheter system (dcs) was inserted into the patient and advanced towards the annulus. The dcs crossed the aortic valve, and the valve was deployed to 80%. At this point, it was discovered that there was no blood flow in the left coronary artery. The valve was recaptured and withdrawn from the patient. A thrombotic occlusion was noted. Per the physician, the thrombus may have dislodged during the bav or when the dcs crossed the aortic valve. Intervention included cardiac massage, thrombi aspiration, and the initiation of percutaneous cardiopulmonary support. Following intervention, a new valve was implanted in the patient.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012224779); product type: 0195-heart valves. Product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.